Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report 2 of 2 was received from the USA stating that the device had a vibration. It is known that the device was being used during surgery. It is known there were no injuries. It is unk if medical intervention was reported. The date of the event is unk. There was no additional info provided.